Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that after surgery at o.r., the sales representative found the discrepancy label on the product's box. There was the "short neck" instead of "standard neck" on the label. The product was "standard neck".